Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2026, at approximately 6:00 a.m., the patient experienced a hypoglycemic event at home during which she suddenly lost consciousness. The last cgm value she recalled was within range. The patient¿s ex-husband discovered her unresponsive and observed that the dexcom receiver displayed a low glucose reading; however, no audio alert had sounded to notify her of the hypoglycemia. The patient¿s ex-husband administered cake icing and food in an attempt to raise her blood glucose. It took the patient approximately 30 minutes to regain consciousness, during which time she felt disoriented. He continued providing unspecified food until she became fully alert. The patient reported that it took a couple of hours for her to ¿feel fine¿ and for her cgm readings to return to the normal range, though no specific value was provided. No blood glucose meter readings were taken during the event, and no medical assistance or higher level of care was sought. The patient reported she was ¿fine¿ at the time of the follow-up. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information was available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.